Event description:
Dealer states joystick lost drive programming.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Joystick has been reprogramed by the dealer. The malfunction has not been confirmed.